Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room following a syncopal episode. Upon review of patient data, it was questioned why there was no heart rate trend data. Boston scientific technical services (ts) noted that the cause for no heart rate trend data was due to the mode the device was programmed to. A non-sustained ventricular tachycardia (nsvt) episode was being reviewed. Ts noted undersensing of one beat during the episode. After the nsvt episode, the interval between atrial sensing and bi-ventricular pacing was questioned. Ts discussed that this was normal device operation based on device programming. Additional information was provided that no events were stored in the vt or vf zones. The health care professional (hcp) inquired about additional programming options. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.